Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon was detached and cut. Only the detached balloon was returned. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was unable to be confirmed. Only the balloon was returned, and it was found detached and cut. Therefore, the balloon functionality could not be tested. Also, evidence of a cut on the balloon was found during analysis. It is possible that the balloon could not be pulled out of the scope, and the physician had to cut the catheter to push the balloon out of the distal tip of the endoscope. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) and colonoscopy procedure performed on (B)(6) 2024. During the egd procedure, the physician performed a biopsy on the esophagus and then conducted a balloon dilation. The balloon was inflated to 20 mm and further increased to 7 atm; however, it burst inside the patient. The balloon was immediately withdrawn, and the physician had to suction out the water. The egd procedure was completed with the original device, and the physician proceeded to the colonoscopy without causing any damage to the patient. There were no patient complications reported as a result of this event.